Event description:
A patient's nurse contacted lifecor customer support to report that one of the patient's battery packs would not power up the monitor. When the battery was placed into the charger all the lights would flash. Support had the nurse unplug the charger and then plug it back in. The lights flashed once and then all went out. When the battery was placed back in the charger all four lights would flash. Support replaced the battery charger and one battery pack.

Manufacturer narrative:
Device manufacture dates: battery charger 2002, battery pack 2006. Device evaluations of battery charger and battery pack were completed. The reported problem was confirmed. Battery charger was tested and found to have a loose power connection inside of the power connector. The part was repaired, retested and returned to stock. The root cause of the batteries not charging completely was probably due to the loose power connection. The loose power connection was causing intermittent power to the charger causing the batteries to not charge completely. Battery pack was found to function normally. No adverse event resulted from the faulty battery charger. The patient received a replacement battery charger and battery pack.